Event description:
The customer reported that the steering handle was stiff and difficult to turn. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering coupler was repaired. The system was then found to be operating as intended.